Manufacturer narrative:
Concomitant medical products: product ID 39565-65, lot# 0211391098, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional via the manufacturer representative. It was reported that the ins was also explanted. The paraplegia slowly improved. The patient requires rehabilitation.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 39565-65, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead.

Event description:
Information was received from a healthcare professional via a manufacturer representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the referral physician called the rep to ask if the patient could have an MRI because the patient was hospitalized for neurological symptoms in the legs. The rep told the physician the lead was not a full-body MRI eligible model. The patient was transferred to another hospital on the night of (B)(6) 2017 because of paraplegia. A neurosurgery physician decided to do an MRI that showed a compression. The patient had a laminectomy and the lead was removed. The explanted lead was discarded, and would not be replaced in the future. It was noted that the patient was obese. It was also noted that this was the implanting physician's first patient implantation. The patient had good relief. There was not material disfunction. The issue occurred during normal use and began in (B)(6) 2017. The issue was not resolved as of (B)(6) 2017. The patient was alive with injury; the patient was paraplegic.